Event description:
Denture cream-fixodent - caused nerve damage to my lower limbs. My legs and feet have weakness and unable to stand or walk. Dose or amount: one bead along denture; frequency: daily; route: dental. Dates of use: 2003 - 2009, about 6 years. Diagnosis or reason for use: weakness in logs.